Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a setscrew issue in the ventricular connection port. It was noted that both the right atrial (ra) lead and right ventricular (rv) lead could not be fixed firmly to the connection port. The ipg was not used and a replacement ipg was implanted. No patient complications have been reported as a result of this event.